Event description:
Alleged event: healthcare professional reported ""rupture/deflation". This record is for the left side. Healthcare professional later reported "explanted device was mentor implant and did not provide further information for the record". Device was explanted. Device will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).